Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or pump error 43 noted. The motor was tested outside of device and passed. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and faded serial number label. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The insulin pump had battery failed alarm and battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.